Event description:
Reported problem: the printer is making ticking noises and not advancing the paper. We have had four recent events with the with recorder failures. Biomed repaired the first failure thinking that it was just a one-off failure. Engineer follow up: verified the issue with the recorder not printing properly and making noise by running a self-test. Tried to clean print head with 70% alcohol with no change. Replaced recorder assy and calibrated and tested with no further issues. Engineer escalated case as we have 14 new fm50 all purchased and delivered in the last six months. Not sure of dates, but they have had four failures in this time. Engineer inspected two avalon fetal monitors on this visit.